Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a vats( video-assisted thoracoscopic surgery). After loading the device, the reload cover fell off. It did not fall into the patient cavity. The case was complete using a new reload and handle. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.